Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effects of mitral regurgitation, renal failure and heart failure as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. It is possible that user technique/procedural circumstances could have resulted in these events; however; this cannot be determined based on the reviewed article. The reported patient effects of mitral regurgitation, renal failure and heart failure are due to procedural circumstances. Additionally, surgical procedure and hospitalization are a result of case specific circumstances as documented within the research article.there is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: mitraclip therapy in patients with functional mitral regurgitation and missing leaflet coaptation: is it still an exclusion criterion?

Event description:
This is filed to report recurrent mitral regurgitation, renal failure, heart failure, surgical intervention, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: recurrent mitral regurgitation, renal failure, heart failure, surgical intervention, prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "mitraclip therapy in patients with functional mitral regurgitation and missing leaflet coaptation: is it still an exclusion criterion?.¿ no additional information was provided.